Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's vessels aneurysm were reported to be atherosclerotic and calcified. The pt has a history of severe end-stage peripheral vascular disease with threatened limb loss and ischemic changes right foot and leg, coronary heart disease, sick sinus syndrome with bradycardia, chronic obstructive pulmonary disease and a previous stroke. It was reported that the pt was taken to the operating room for potential salvage of severely ischemic right leg as well as aneurysm exclusion. Initial attempts to insert a 21 french sheath from the right side were unsuccessful and balloon dilatation attempts were also unsuccessful. Left side approach was attempted and ultimately a 22 french dilator was successfully passed with considerable difficulty. All the required aneurx devices were successfully implanted without difficulty. The pt tolerated the procedure well and was taken to the intensive care unit in stable condition. It was reported that the pt expired 8 days later.